Event description:
It was reported that a malfunction alarm occurred. Reportedly, during troubleshooting with technical support, the customer stated the malfunction alarm had been cleared, and insulin delivery was resumed successfully. There was no reported adverse impact to the customer¿s blood glucose.